Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support performed a trouble shooting as per service manual and recommend to replaced the blower unit and power board electronics. There has been no updates from the customer after the repair and no device has been returned to manufacturer.

Event description:
The customer reported that the bellavista 1000 experienced blower failure. At this time, there was no information provided regarding patient involvement in this event.